Manufacturer narrative:
Evaluation and assessment was based on analysis of the electronic log file. The recorded error codes indicate that the supervisor function detected a wrong motor position and forced a shutdown of automatic ventilation. The particular device was in operation for 12 years. The ventilator motor is subject to wear and tear; abrasion at the collector disc is one of the ageing effects that may occur. If there are areas at the circumference of the collector where the electrical contact to the carbon brushes is disrupted due to the abrasion this can have two consequences: a) the motor will not start up from certain positions and b) fluctuations in rotating speed may occur which results in a deviation between calculated and real motor position. Scenario a is the more likely one which will lead to an error during self-test i.e. Will be detected prior to use on a patient. Significant fluctuations in rotation speed i.e. A wrong motor position may cause damages to the ventilator unit and thus, the device is designed to force a shutdown of automatic ventilation when the supervisor function detects these deviations during device operation. The shutdown is accompanied by a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag and the monitoring functions remain available. The motor was replaced; the device passed all consecutive tests and was returned to use.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.